Event description:
A malfunction with code malf 12 was reported, but there were no notable events leading up to it. There was no adverse impact on the customer's blood glucose level. Technical support provided guidance to the customer on resetting the pump, and after the reset, the malfunction code did not recur. Customer was advised to continue using the pump and to reach out if the issue reoccurred, which the customer understood.